Event description:
It was reported that this lead was an attempted implant. It was noted that after mapping to the appropriate position, helix extension difficulty occurred. Additionally, lead parameters were not ideal. Therefore, he physician attempted to reposition the lead; however, the lead could not be removed from the patient and the helix became deformed during explant efforts. The decision was made to surgically abandoned the lead. A competitive replacement lead was successfully implanted. No adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.